Manufacturer narrative:
Investigation pending.

Event description:
Caller (pt's wife) alleged discrepant results compared with the lab. Resulted as follows: date: (B)(6) 2011, inratio: 2.9, lab: 4.3; (B)(6) 2011, 3.1, 5.2. Pt's therapeutic range: 2.5-3.5 inr.